Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument tip on universal surgical manipulator (usm) 2 could not close fully. The customer reseated the instrument and drape, but the issue persisted. The customer put the instrument on universal surgical manipulator (usm) 3 and the issue disappeared. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was completed using 3 arms. Usm 2 was disabled. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, however the fse did replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system in normal mode with no related issues. Staplers, fenestrated bipolar forceps, and large needle driver were used to test the instrumentation opening and closing with no errors or issues. The usm was tested on the functional test platform with no related errors. The carriage gearbox and rotors will be replaced as a precaution.

Event description:
Refer to h11 for follow-up information.